Event description:
It was reported that the lead was unable to be advanced into the patient as expected during the implant procedure. A new lead was implanted to resolve the event, and the patient was in stable condition.